Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the overlay was broken and the stylus did not work due to the broken overlay. It was noted that the upper hinge plate was broken. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was cracked and the stylus was not working. It was noted that a new stylus was tried but the issue persisted. The product has been returned for service. There was no patient involvement.